Manufacturer narrative:
Patient city: (B)(6). Patient country: germany.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that the patient faced an event of leakage with an infusion set after being used for 2 days.there was no stress or pull reported on the infusion set tubing. Patient was able to change the infusion set. No further information available.